Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 61.0, 125.5, and 127.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and the coil had offset winds inside the sheath. Resistance was encountered while advancing the smart coil through the demonstration microcatheter and the smart coil could not be advanced any further. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. During the functional test, resistance was encountered while advancing the smart coil through a demonstration catheter and the smart coil could not be advanced any further. The offset coil winds likely contributed to the resistance during the functional test and prevented the smart coil from being advanced through the demonstration microcatheter. Further evaluation of returned smart coil revealed that the pusher assembly was kinked. These kinks were likely due to forceful advancement against resistance. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance into a non-penumbra microcatheter; therefore, it was removed. It was reported that it was very tight coming out of the introducer sheath. The smart coil was un-sheathed and reloaded; however, it would still not advance into the microcatheter. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.